Manufacturer narrative:
For invalid impedance measurements and ins not working.

Event description:
The pt experienced a loss of therapeutic effect. The implantable neurostimulator suddenly stopped working. There was no known incident or accident related to the complaint. Therapy impedances greater than 4000 ohms were reported. The default test values were increased and electrodes 4 - 7 still showed impedance greater than 4000 ohms. The impedance measurements on electrodes 4 - 7 were greater than 4,000 ohms. Impedances on electrodes 0 - 3 were either 690 ohms or invalid. Stimulation and palpation did not cause stimulation changes. The pt was in clinic at the time of the call. Additional information has been requested, but was not available as of the date of this report. The health professional planned to replace the system. Additional information has been requested.